Manufacturer narrative:
Lot number and expiry information are not available at this time. Investigation: the customer was provided with the operations manual page with the relevant item highlighted related to the reported issue indicating that any clamp on the set is not considered a permanent seal. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported receiving a platelet product from another blood bank that was not hermetically sealed with a heat seal. The customer contacted terumo bct to verify if the blue slide clamp would hermetically seal the product citing concerns for the products integrity. Terumo bct support confirmed to the customer that the blue slide clamp is not a hermetic or permanent seal. Per the customer the product was quarantined and discarded. Donor unit # (B)(6). There was not a transfusion recipient or patient involved at the time of the evaluation, therefore no patient information is reasonably known at the time of the event. The disposable set is not available for return because it was discarded by the customer.